Event description:
A vena tech vena cava filter was sucessfully implanted on 1/27/97. Hosp records show that the filter was properly positioned and intact approx one month later. The filter was subsequently displaced by a guidewire from the infrarenal vena cava to the superior vena cava during a central venous catheterization. The pt is stable and has not suffered any adverse clinical sequelae as a result of this incident. The hosp continues to monitor the pt.